Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the overlay and stylus were missing, the display dropped, the hard drive was noisy and the device powered up to a "unable to recognize hard drive" message. The unit would not recognize the universal serial bus stick and the getlogs and getpatient information were unable to be pulled. The device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer had parts missing and was not working. It was further reported that this was a loaner repair and was detected during service. The programmer was returned to the united states for further servicing. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.